Event description:
Endo linear cutter failed during appendectomy. Could not squeeze the handle at all with the first load, checked load, checked placement in the gun (stapler), still could not fire at all. New device was used, no problems.